Event description:
It was reported that sheath break occurred. Access was obtained via the 'low' calcified left femoral artery. Using an isleeve introducer sheath, a successful aortic valve implant procedure was completed. After the removal of the isleeve, the physician observed that the tip of the sheath was split about 2cm. No patient complications were reported and the patient's current condition is good.